Manufacturer narrative:
Device is used for treatment, not diagnosis report is for an unknown screw, quantity 1. Cannot be determined without a part number. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder.

Event description:
The surgeon was repairing an olecranon fracture and after insertion of the screws, it was discovered that one of the screws was broken. The surgeon noticed the screw reflected off of another screw, causing it to torque. It was reported that the screw was broken in the middle. The screw that was broken was inserted towards the middle of the plate. The screw was left in the patient because the surgeon was not able to retrieve it. This report is for an unknown screw. This report is 1 of 1 for complaint (B)(4).